Event description:
A potential product issue has been reported with our primus linear accelerator with primview 3i. In the abundance of caution this issue is being reported. Pt was being treated with imrt. The machine gave a mlc fault. The therapist cleared the fault by using mlcqa accessory and continued. The diamond shape was treated for one control point in the sequence mistakenly. There was no injury reported. Preliminary risk analysis is complete. Root cause is pending investigation. Final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: preliminary 2 (moderate) assumption: only one control point which was treated wrongly. The treatment applied to the pt is only a small percentage of the planned fraction. Typically in an imrt treatment 10 to 100 control points are used during a treatment. Probability: preliminary d (occasional) reason: will probably occur at least once. Complaint noted primview 3i part number 7341428 ((B) (4)). Affected other products: none.